Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Used in a calcified vessel. Estimated date (reported as occurred in past six to twelve months). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that it was fully clip deployed and in the access port retracted configuration. The clip was not returned and all external observations of the handle, fully slit sheath and delivery tube were normal for a clip deployed access port retracted device. Inspection of the vessel locator assembly determined the pusher body joint was intact and 1 vessel locator wing (vlw) was broken and 3 vlw were bent. All broken wing material was returned and all wing attachment points were secure. Inspection of the device internal components determined all parts were undamaged and in their proper locations for the deployed state of the device. The access port retracted position of the device components is consistent with proper device removal technique when difficulty is encountered during device removal, per the starclose se instruction for use (IFU). Damaged vlw is consistent with difficult device removal complaints. A possible cause for the wings condition may have been the compaction of tissue between the deployed locator wings and the distal end of the devices clip delivery tube bending the wings distally. This condition can result in the inability of the locator wings to retract properly into the clip delivery tube after clip deployment, requiring counter-traction and forceful removal of the device from the patient, which may result in damaged locator wings. The damaged vlw may have contributed to the reported inability to deliver the clip but it could not be confirmed. There are also anatomical considerations. It was reported the arteriotomy was located in a calcified artery which contradicts the instructions for use. The reported anatomical conditions likely contributed to the reported failure to deliver the clip and difficult to remove device complaint. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Based on the reported event and investigation findings a conclusive root cause could not be determined for the device damaged condition or for the complaint and there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of a calcified artery after an interventional procedure. Reportedly, the clip could not be applied. There was difficulty in removing the device from the anatomy. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.